Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient felt the device was making their bladder symptoms worse than even before the implant. They were wetting their pants. They were walked through the settings on the handset, and the patient reported stimulation was at 1.5 volts when they left the doctor's office, and now it was showing 1.0 volts. They did not know how this got lowered but confirmed stimulation was still on. They were walked through how to increase stim to 1.2 volts, and stated they felt stimulation and would leave it there to monitor their symptoms. They noted they had a follow up appointment with their doctor on wednesday, at which time they planned to discuss programs and when to change if needed.